Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On monday, (B)(6) 2021 the surgeon elected to revise the right hip of a patient who presented in clinic with a painful right hip that had been replaced with the index surgery by the surgeon starr in 2010 (hospital unknown). Upon examination the surgeon suspected impingement of the femoral stem neck on the psoas. Upon exposure to the joint space the surgeon observed signs of polethelyne wear from articulation with the femoral stem neck. The surgeon elected to explanted the pinnacle sz 58 sector 2 shell and 58/36 neutral liner. The surgeon then implanted a competitor¿s shell and liner. The surgeon replaced the index femoral head with a revision ceramic head. Then proceeded to close the wound. No instrumentation broke during surgery. There were no time delays. There was no indication by anyone that the implants did not perform as expected. The surgeon left the index femoral stem implanted. The stem was not identified by the surgeon and cannot be reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.